Manufacturer narrative:
The user reported experiencing a low glucose event on 04-dec-2025 and provided the following example sets: (1) sometime after 7:00 pm CT, sg 93 mg/dl and bg 79 mg/dl; and (2) sometime after 7:00 pm CT, sg 80 mg/dl and bg 59 mg/dl and 54 mg/dl. A review of the data management system (dms) revealed that on (B)(6) 2025 at 8:27 pm est the user's sg was 93 mg/dl with no bg entered, trending downward to 80 mg/dl at 8:32 pm est and further declining to 57 mg/dl at 9:02 pm est. The observed differences between sg and bg values may be explained by physiological lag during a period of rapidly changing glucose. Alert history review confirmed a predicted low alert at 8:17 pm est, a low glucose alert at 8:32 pm est, and out-of-range low glucose alerts at 8:42 pm and 9:02 pm est. It is unknown whether the user sought medical treatment; however, the user reported managing the event by eating food and suspending insulin delivery/turning off loop on the twiist pump. The user's hcp was not aware of the event, and the user was advised to follow up with the hcp for further medical guidance. In an associated case of sensor inaccuracy inclusive of the reported low glucose event, the user later discussed the performance of the twiist pump and eversense system with the chief medical officer and agreed that the differences observed were consistent with expected lag and that the system was functioning appropriately. A review of data from the two weeks following the event further confirmed stable performance and consistent agreement between sg and bg values. B4.date of this report 19 jan 2026. G3.date received by the manufacturer? 19 jan 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a low glucose event on (B)(6) 2025 sometime after 7:00 pm CT, and provided example sets of sg 93 mg/dl / bg 79 mg/dl and sg 80 mg/dl / bg 59 mg/dl and 54 mg/dl, as noted. A review of dms confirmed that at 7:27 pm CT, the sg was 93 mg/dl with a bg of 79 mg/dl, and at 7:32 pm CT, the sg was 80 mg/dl with a bg of 54 mg/dl, all of which were available in dms. Further dms review confirmed that no high glucose alert was generated at 7:27 pm CT because the sg did not exceed the alert threshold; however, a high glucose alert was recorded at 7:32 pm CT. It is unknown whether the user sought medical treatment or whether the user's healthcare provider (hcp) is aware of the event. The user reported resolving the event by eating food. Per dms, the user is currently using the system with up-to-date information.